Manufacturer narrative:
The part has been requested but not returned by the customer.(B)(4).

Manufacturer narrative:
No device was returned, and no investigation on the actual device will be performed. However, an investigation for similar events has been performed. All manufacturing controls for this lot number were found acceptable and effective to detect the reported failure mode. No nonconformity reports related to the reported failure mode were found. (B)(4).

Manufacturer narrative:
(B)(4). A tracheostomy tube was returned for investigation. A visual inspection was performed and found that the inner cannula presented with damage in the tube. Damage of this magnitude at the time of manufacturing would have been detected during inspection and removed from the lot. The damaged condition found in the received sample is not confirmed as related to manufacturing process.

Event description:
Covidien received information from a customer stating that a tracheostomy cannula was deformed. There was patient involvement but no injury was reported.